Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence caused by cuff atrophy. The cuff was replaced with a smaller one. There were no patient complications reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence caused by cuff erosion. The cuff was replaced with a smaller one. There were no patient complication reported.

Manufacturer narrative:
B5: describe event or problem and h6 patient codes were updated.